Event description:
The customer reported that the system displayed multiple error messages. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the fluoro functions board, checked the voltage and reloaded the calibration files. The system was tested and found to be working as intended and put back in service.